Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that fluctuating impedance and oversensing were observed. The lead was capped. No adverse consequences were reported after the event.